Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3889-28, lot# v294708, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that about four years ago there was leg pain. The patient felt a pain shooting down the leg. The wires were replaced and the pain went away. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that there were no changes in anything that led to the leg pain. No change in activity level or a change in device programming. It was the patient's right leg. The steps taken to resolve the leg pain was a lead replacement. The pain went away. If additional information is received, a follow-up report will be sent.